Manufacturer narrative:
(B)(4). One empty 1650 ml water bottle, 381-50 lot 19a108, was received for evaluation. The lower port was received punctured through and the upper port was intact. The lower port inversion is a typical result of a user puncturing the port. Upper port and its surrounding area on the water bottle looked typical. There appeared to be water damage on the bottle's label unrelated to the complaint. No other visual defects observed. In functional inspection, a non-complaint concha-column cleanly pierced the upper port of complaint reservoir. A device history record review was performed and no relevant findings were identified. The product IFU instructs the user to puncture the upper port before piercing the lower port. An attempt was made to recreate "water could not flow into column" using a spike/feed tube and a 1650 ml reservoir unrelated to the complaint. Pierced the lower reservoir port with spike, and water did not flow through the tube. Water did not flow from the lower port unless the upper port was also punctured. As the complaint sample was received with the upper port intact, root cause is user error.

Event description:
Customer reported the column puncture pin did not puncture the water bottle and water could not flow into the column. Alleged issue occurred during initiation of mechanical ventilation. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the column puncture pin did not pucture the water bottle and water could not flow into the column. Alleged issue occurred during initiation of mechanical ventilation. No patient harm or injury reported.